Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate in the 40s (bradycardic). The pacemaker system was checked, and there was no capture on the right ventricular (rv) lead. A chest x-ray was performed, and no perforation was seen. It was noted there was not much slack on the rv lead. It was suspected the lead dislodged. The following day, the rv lead was repositioned. Another x-ray was performed with no variation from the x-ray taken the previous day. Lead dislodgement was not confirmed. The root cause for the loss of capture could not be determined. The patient did not experience any known syncope. No additional adverse patient effects were reported. This rv lead remains in service.